Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints reported from this lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported positioning failure (inability to straighten guide) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in event date is being filed under a separate medwatch report.

Event description:
This is filed to report unable to straighten a steerable guide catheter. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 3. During preparation of a steerable guide catheter (sgc), it was observed that the sgc could not straighten. Therefore, the sgc was not used and was replaced, and the procedure was continued. A mitraclip xtw was used, but while establishing final arm angle (efaa), the clip continuously opened to roughly 70 degrees. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Three mitraclips were then implanted reducing mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.